Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, the impedance trend on the rv (right ventricular) pacing lead was decreasing, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was broken. A review of the product performance data indicated that the lead had triggered a lead integrity alert (lia) due to increased short v-v intervals and high rate non-sustained ventricular tachycardia (vt) episodes. The impedance trend showed low impedance and oversensing was also noted. The lead remains in use and will be replaced in the future when the device is ready for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.